Event description:
Literature: umemura, a., oka, y., yamamoto, k., okita, k., matsukawa, n., yamada, k. Complications of subthalamic nucleus stimulation in parkinson's disease. Neurol med chir (tokyo) 2011. 51: 749-755. Summary: the authors report on a retrospective review of complications in 180 consecutive patients (73 men and 107 women) who underwent bilateral subthalamic nucleus deep brain stimulation (stn-dbs). Complications were classified based on whether they were surgery-related, device-related, or treatment/stimulation-related. Reportable events: one patient experienced intracerebral hemorrhage (ich) following implantation of the whole dbs system. It was noted that two microelectrode tracts had been made. The patient had hemiparesis after recovery from general anesthesia for ipg implantation. The hematoma did not require evacuation. The patient showed prolonged hemi-spatial neglect. The cardinal motor symptoms of the pd significantly improved without stimulation due to the pallidotomy-like effect caused by the hematoma. The patient mostly recovered with rehabilitation. One patient experienced intracerebral hemorrhage (ich) following implantation of the whole dbs system. It was noted that two microelectrode tracts had been made. The patient had hemiparesis after recovery from general anesthesia for ipg implantation. The hematoma did not require evacuation. The patient showed prolonged hemi-spatial neglect. The cardinal motor symptoms of the pd significantly improved without stimulation due to the pallidotomy-like effect caused by the hematoma. The patient mostly recovered with rehabilitation. One patient developed post-operative chronic subdural hematomas most likely as a result of cerebral atrophy and excessive flow out of cerebrospinal fluid during surgery. This patient showed severe hemiparesis and required evacuation of the hematoma two months after dbs implantation. The position of the lead had not changed and replacement was not indicated. Two patients showed deterioration of pre-existing medication-induced hallucinations or delusions immediately after surgery. The psychotic symptoms completely disappeared in a few months with complete withdrawal of anti-parkinsonian medication and administration of anti-psychotics and no recurrence was observed afterward in either patient. Two patients experienced infection more than 3 months after the dbs implant procedure. The patients required removal of the dbs system and were treated with antibiotics. They underwent replacement surgery a few months after the infection was successfully treated. Three patients experienced skin erosion without infection at the ipg site. All patients required surgical repair. One patient experienced erosion without infection at the burr hole site in the scalp. The patient required surgical repair. One patient experienced erosion without infection at the connector site. The patient required surgical repair. Two patients had ipg malfunction before complete depletion of the battery and required replacement of the ipg. One patient experienced permanent intractable dyskinesia/dystonia. Precise adjustment of stimulation parameters and drastic reduction of dopaminergic medication improved dyskinesia/dystonia. Permanent apraxia of the eyelid opening (alo) developed in 11 patients. The stimulation parameters were adjusted, however the alo was not ameliorated in all patients. There seemed to be no particular parameter setting related to alo. Eight of the patients were treated with periodical injection of botulinum toxin. Seven patients developed permanent dysarthria in the chronic stage. The stimulation amplitude (3.1v) was relatively high in these patients. Monopolar setting was converted to bipolar setting in 3 patients. Six patients experienced symptoms of restless leg syndrome (rls) after dbs. They were carefully treated with a low dose agonist. Two patients showed symptoms of impulse control disorder (hypersexuality and punding). The symptoms were transient and improved with drastic reduction of dopaminergic medication within a few weeks. Two patients suffered from severe depression in the later period after surgery, related to the patients deciding to discontinue taking l-dopa. The depression improved in both patients immediately after resuming l-dopa. The dose of l-dopa was 200mg a day in one patient and 150 mg a day in the other patient. One patient showed rapid progression of dementia several months after surgery. The cognitive decline was considered more to be a symptom of the pd progression rather than an adverse effect of stn-dbs. Additional information has been requested; a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk; lead model 3389 lot# unknown serial# unk implanted: unk explanted: unk. It was not possible to match these events with previously reported events. (B)(4).